Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer entered the carbohydrate ratio incorrectly. The customer successfully changed the setting from 1 unit:50 grams to 1 unit:2 grams. There was no impact to the customer's blood glucose level.